Event description:
Customer alleges pump immediately starts to lower patient upon transferring and not holding at all. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 9805p , serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1024492 rev e (may-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; the pump immediately started to lower patient upon transferring. The lift did not hold at all. Information provided by the dealer is pump immediately starts to lower patient upon transferring. Stated not holding at all. There is a potential for fall injury; MDR filed. The product is being returned to invacare for further evaluation and investigation.